Event description:
It was reported that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6)2026 due to a cardiac arrest attributed to a significant history of cardiac disease. The patient was found pulseless and unresponsive by family on the morning of (B)(6)2026 while still connected to his liberty select cycler. It was unknown if emergency medical services were activated; however, it was affirmed that the patient was pronounced deceased in his home. Additionally, there were no alarms and nothing abnormal concerning the patient¿s final ccpd treatment. It was reported that the patient¿s cardiac arrest leading to his death was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to his death. The cause of this patient¿s cardiac arrest can be attributed to a significant history of cardiac disease with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of chronic cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
It was reported that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2026 due to a cardiac arrest attributed to a significant history of cardiac disease. The patient was found pulseless and unresponsive by family on the morning of (B)(6) 2026 while still connected to his liberty select cycler. It was unknown if emergency medical services were activated; however, it was affirmed that the patient was pronounced deceased in his home. Additionally, there were no alarms and nothing abnormal concerning the patient¿s final ccpd treatment. It was reported that the patient¿s cardiac arrest leading to his death was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).